Event description:
Synovitis, knee effusion of both knees [joint effusion]. Case description: spontaneous case was received on (B)(6) 2013 from a physician database extraction regarding a male pt (age not provided), initials unk with osteoarthritis (grade 4). ). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was significant for previous use of synvisc (it was reported that age of the pt at time of first course was (B)(6)). On an unspecified date, the pt initiated treatment with second course of intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, in both knees. The lot number for synvisc was not provided. On (B)(6) 1998, the pt received second synvisc injection in both knees and experienced synovitis in both knees for which the pt was treated with celestone (betamethasone). On (B)(6) 1998 (after 24 hours), the pt recovered from the event of synovitis in both knees. On an unspecified date, the pt experienced knee effusion in both knees. The pt's outcome for the event of knee effusion in both knees was not provided. Concomitant medication were not provided. The intensity for both the events was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis in both knees as definitely related and with the event of knee effusion in both knees was not provided. Follow-up information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.